Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.0/2.0/092 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Reportedly, "high vault. Exchanged from 13.2 to 12.6. Issue resolved."